Event description:
Reporter indicated that a patient had experienced an increase in seizures and would be referred for revision surgery to replace the generator as the physician believed it was at end of service. Based off programming history available in house, the patient's device was found to be near end of service. Good faith attempts to obtain additional information from the patient's treating physician regarding the cause of the increase, relationship of the increase to pre-vns baseline levels, and the relationship of the increase to the end of service of the device have been unsuccessful. The patient's device has been explanted however, it has not been returned to the manufacturer for analysis.